Event description:
It was reported that the device could no longer be interrogated or reprogrammed after the patient underwent a magnetic resonance imaging of the head. The device went into backup vvi mode and showed no defibrillation capabilities. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed and was due to a power-on reset occurring after an MRI. The device was removed from backup vvi mode and was tested on the bench and using automated test equipment. No anomaly was observed. The device was normal.